Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged eye irritation, nose irritation, dizziness, headache, hypersensitivity, asthma, liver disease/toxicity, malignant carcinoid tumor of right lung. Medical intervention was not specified. No additional information can be requested at this time. During the evaluation of the device at the third-party service center, the device was visually inspected and found no evidence of foam degradation during the evaluation, the device powered on and air flow was confirmed. The device's downloaded logs were reviewed by the third-party service center. During the evaluation zero error code found and secondary findings was observed. The third-party service center concludes that they couldn't confirm the customer's allegation and unit got corrected. Box: h has been updated.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged eye irritation, nose irritation, dizziness, headache, hypersensitivity, asthma, liver disease/toxicity, malignant carcinoid tumor of right lung. Medical intervention was not specified. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.